Manufacturer narrative:
(B)(4). The product associated with this report remains implanted at this time. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Hernia is a surgical/physiological complication and analysis of device generally does not assist allergan in determining a probable cause for this event.

Event description:
Physician's office has reported the event of hernia, with lap-band ap system adjustment and a surgery specified as "hernia repair with imbrication" took place to treat this event.